Event description:
It was reported that following an ipg replacement procedure (MFR. Report number: 3006630150-2020-04982), the patients incision line under the bandage was found to be opened partially. The patient underwent a revision procedure wherein the ipg was placed further laterally to accommodate more room in the pocket and reduced stress upon the incision. The patient was doing well postoperatively. The device remains implanted.